Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ambulance visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had a ambulance arrive and was diagnosed blood glucose (bg) values that reached 25 mg/dl. For treatment, the patient was given intravenous (IV) of glucose. The pod was worn longer than 48 hours on the abdomen. The pod was discarded. The patient was still being treated at the time.